Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's grandmother reported via phone call, the customer was retrained by the nurse and he went on the insulin pump. Customer went down to the 20 mg/dl range and paramedics were called. Customer's grandmother stated the settings were done correctly and they were adjusted. Currently everything is going well and no other issues have occurred. The device is not returning for analysis.